Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 20jan2023, there was no patient involvement. Per additional information received via mail on 10feb2023, stated that the device had been sent to the our technical services headquarters for evaluation as chiller failure considered as possible. Customer reported that the system was unable to precool water. No patient was involved.

Event description:
It was reported that the arctic sun device did not cool. Per review of wo on 20jan2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.